Event description:
Apifix was notifited that patient # (B)(6) had drainage that started 2 days before surgery on (B)(6) 2025. She was admitted on the hospitalist service and found to be in acute renal failure in addition to wound drainage. She was taken for a spine wound I&d where cultures were taken that showed positive growth of mssa. She was seen by infectious disease and had a PICC line placed for 6 weeks of rocephin. Device remains implanted.